Event description:
Patient reports pain, loosening, can't go up/down stairs, has swelling and popping with activity. There has not yet been a revision. Update rec'd (B)(4) 2013 - product returned indicating there was a revision. On (B)(6) 2013 the rep reported the patient was revised to address pain and subsidence of their tibial tray. Then on (B)(4) 2013 the patient's medical records were received. Records indicate upon revision the patient's tibial tray was found to be subsided especially on the lateral side. Of note there was no cement placed on the femoral stem. The stem did not however detach from the tibial implant. The patient's tibial tray, stem, and sleeve are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The exact cause of the pain in the patient's right knee replacement cannot be determined. Evaluation of the submitted device identified no fracture or other observed deficiencies in the material of the component. However, subsidence and loosening of the tibial component, a bone layer covering the patella, and a mis-match between the patellar and femoral components may all have contributed to the reported patient pain. Review of the device history records did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
The alert date was incorrectly entered on the triage form for 3/4/2014, instead of 2/28/2014. The attachment is being relabeled with the correct date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.